Manufacturer narrative:
Investigation: per the customer, the operators have connected the wrong fluids to the wrong line on the disposable set on three different occasions at the blood center. They have connected saline to the anti-coagulant and the anti-coagulant to the saline replacement line. All instances have been caught by the other operators. The donors involved never experienced any adverse reactions or follow-up treatment. The operators at the blood center have received safety training but continue with the same error. A review of the device history record (DHR) for this unit showed no irregularities that were relevant to this issue. Root cause: based on the clinical findings, the root cause is an operator error where the tubings were connected to the wrong fluid.

Event description:
The customer reported that during an allogeneic apheresis blood collection procedure, the apheresis technician noticed that the operator connected the wrong fluids. The ac line was connected to the saline spike. The procedure was stopped before the start of replacement fluid. The donation was discontinued without rinseback. No medical intervention was necessary for this event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to device malfunction in the form of operator error that has potential for injury.